Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference 1627487-2017-01724. It was reported the patient's stimulation was not providing pain relief. Surgical intervention may take place to address the issue.

Event description:
Device 2 of 2. Reference 1627487-2017-01724. Follow-up identified the issue resolved with no further intervention.